Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to severe stroke. The pump was working as expected. No pump related issues were reported. The outcome was not considered device or therapy related. An autopsy was not performed. The device was not explanted. It was stated on (B)(6) 2024 that the patient passed away in a hospital outside the implanting center, and that no further information or computed tomography (CT) scan were submitted for lawyer reasons.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump was not returned. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.